Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the rf head was replaced. (B)(4).

Event description:
It was reported that the connector on the radiofrequency (rf) head was fractured. The rf head was returned to the manufacturer for servicing. There was no patient involvement.